Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. The care giver stated that the alarm stops beeping when home patient connects to the homechoice and presses go to start therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported event was unknown; however, a low drain volume alarm was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the cause of the condition was determined to be the membrane gasket. To correct the condition, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.